Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.   Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent moved on balloon. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery. A 3.00mm x 16mm synergy¿ drug-eluting stent was selected for use to treat the lesion. However, during preparation, when the stent was taken out from the protective sheath, it was out of position. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.